Event description:
Electronic failure after major traumatic and surgical spine surgery with electrode cautery. Patient had a prior cochlear implant in his teens. This required overclosure of the left external auditory canal because of chronic otitis media. Patient was recently in a devastating motor vehicle accident and suffered a high cervical spine fracture with spinal cord transection resulting in quadriplegia. Patient was transported for rehabilitation, and patient's cochlear implant was discovered to be non-functional. Magnetic contact could not be obtained and even holding the coil over the device did not result in any auditory perception. Integrity testing revealed a failed device. There was no evidence for temporal bone fracture on CT scan and he presents today for revision cochlear implantation. This ear was obstructed on physical exam and CT scan.